Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-04748. It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system and a 27mm watchman ® laa closure device & delivery system were used. After deployment of the closure device a significant pericardial effusion was observed. Pericardiocentesis was performed. Blood was withdrawn and then re-infused via the femoral venous line. In doing so, air was injected into the patient's system and noted in the right atrium via transesophageal echocardiogram. At that point, CPR was administered. They did chest compressions for approximately 3 minutes and the patient revived. During that same time, protamine and two units of blood were also administered. Eventually, the patient became hemodynamically stable. The physician opted to release the device; the tug test was not performed. It was reported the following day that the patient was doing well.